Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had a mesh unincorporated, retracted in inferior and superior aspect. Mesh completely covered by omental adhesions. The patient underwent a surgical revision approximately 1 year and 6 months post op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced recurrence. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable. It is unknown at this time if the device caused or contributed to the event.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced recurrence. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable.